Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l62019, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 04-mar-2003. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to feel stimulation or have pain control and they were not getting pain relief. The patient said that after implant the manufacturer representative (rep) was not able to program the ins so the patient could feel stimulation or reduce pain. The rep told the patient to go home and wait and they would see if later they could program it. The patient said that the healthcare professional (hcp) stated they had 80% impedance on the leads. The patient said that a rep was scheduled to call them tomorrow to walk them through using the ins/controller but the patient wanted to go to the hospital and meet someone face to face so they can understand. The patient was directed to their hcp to set up the appointment with the rep. Additional information was received from a manufacturer representative (rep). It was reported that there were four contacts on the lead; contacts 1, 2, and 3 all showed up yellow and were over 22,000. The rep said the cause of the lack of stimulation/pain relief and impedances was not determined because the previous ins battery was dead so they couldn't test it before to see what impedances looked like before the replacement. The rep said they couldn't get past a 1.5 intensity without running into and out of regulation (oor), no matter what was programmed. They rep said they tried after the surgery in post-op and met with the patient a couple times after to try again. The rep stated that the patient was getting a lead revision. No further complications were reported.